Manufacturer narrative:
Updated investigation conclusions: d15 - cause not established updated investigation findings: c19 - no device problem found. Added type of investigation: b01 -testing of actual/suspected device. Product return evaluation: the zipper of the gore® viabahn® endoprosthesis as returned was deployed to the turnaround with no expansion of the endoprosthesis, consistent with the complaint of partial deployment with a stuck deployment line as reported. The deployment failure could not be independently confirmed during evaluation. Deployment of the device was able to continue when pulling the deployment line from the knob during evaluation, demonstrating that the deployment mechanism was not stuck. The root cause of the partial deployment and stuck deployment line as reported could not be established with the information available. There was no interference at the turnaround to continued deployment during evaluation of the returned device. Therefore, the report of the zipper becoming snagged at the turnaround could not be independently confirmed and the root cause could not be established with the information available. There was no bowstringing observed when attempting deployment during evaluation of the returned device. Therefore, the complaint of bowstringing could not be independently confirmed and the root cause could not be established with the information available.

Manufacturer narrative:
Type of investigation - b14: analysis of production records. Investigation findings - c19: no device problem found. A review of the manufacturing records indicated the device met pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, a patient underwent treatment for central vein stenosis using a 13 mm x 10 cm gore® viabahn® endoprosthesis devices (viabahn® devices) in the innominate vein / vena cava. It was reported the physician accessed the patient through a dialysis access graft in the upper arm using a 10f terumo introducer sheath over an 0.035" guidewire (unknown brand) to the target treatment site. Reportedly, the physician pulled the deployment line and it unzipped hub to tip, but got stuck at the turn around and could not be pulled. The endoprosthesis started to bow when force was applied to pull the line. The decision was made to withdraw the delivery catheter from the patient. The procedure was completed using a bd device. It was reported there was no impact to the patient.